Manufacturer narrative:
The device was explanted and returned to med-el headquarters, where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that in situ measurements showed that the device had malfunctioned. An accident or trauma is not known. The patient was re-implanted.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
It was reported that in-situ measurements showed that the device had malfunctioned. An accident or trauma is not known. The patient was re-implanted.